Manufacturer narrative:
Date of event: on (B)(6) 2015, patient also received medication as treatment.

Manufacturer narrative:
Cec adjudicated that the event was related to the device but not related to the procedure or paclitaxel.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa to popliteal of the left leg. The device was successful. It is reported that approximately 23 months post index procedure the patient suffered a thrombotic occlusion with 100% stenosis of the left sfa and popliteal. The left sfa to popliteal was treated with non-medtronic devices. The investigator assessed that the event was possibly related to the study device, not related to the procedure, and possibly related to paclitaxel. The event was resolved.